Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to recurrent infection. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent lavh, bso, vaginal-assisted lap. Sacral colpopexy, cystourethroscopy on (B)(6) 2014 by dr. (B)(6) due to stage iii pop.

Event description:
It was reported that patient underwent lavh, bso, vaginal-assisted lap. Sacral colpopexy, cystourethroscopy on (B)(6) 2014 by dr. (B)(6) due to stage iii pop.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.